Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1712984) on 11-aug-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure (batch no. 946766) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included partial removal ovary. The patient have no concomitant affections and no concomitant treatments. Concomitant products included oral contraceptive nos for gynecological examination. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), abdominal distension ("constantly swollen abdomen / abdominal bloating"), abdominal pain ("abdominal pain"), allergy to metals ("allergy to titanium and nickel"), rash ("skin rashes on arms, legs and chest"), menorrhagia ("heavy menstrual bleeding"), dizziness ("frequent attacks of dizziness"), fatigue ("fatigue"), visual acuity reduced ("reduced visual acuity"), asthenopia ("increased eye fatigue"), amnesia ("memory loss"), fluid retention ("water retention"), tachycardia ("nocturnal tachycardia"), gastrointestinal disorder ("gastrointestinal disturbances, i.e. Reflux, burning and bile") with gastrointestinal pain, gastrooesophageal reflux disease ("gastrointestinal disturbances, i.e. Reflux, burning and bile"), nausea ("nausea"), haemorrhoids ("haemorrhoids") and pain ("various types of unexplained chronic pain") and was found to have weight increased ("weight gain"), 2 months 16 days after insertion of essure. In 2013, the patient experienced abdominal pain lower ("persistent pain of the left iliac fossa"), headache ("headache"), larynx irritation ("persistent laryngeal irritations potentially associated to gastroesophageal reflux"), musculoskeletal pain ("joint and muscle pain") and tendonitis ("recurrent tendonitis"). On an unknown date, the patient experienced adnexa uteri cyst ("presence of left paratubal cyst"). The patient was treated with physical therapy (re-education with physiotherapist), surgery (bilateral salpingectomy with resection of the interstitial part taking out essure implants) and infiltrations. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal distension and headache was resolving and the abdominal pain lower, abdominal pain, allergy to metals, rash, menorrhagia, dizziness, fatigue, visual acuity reduced, asthenopia, amnesia, fluid retention, weight increased, tachycardia, gastrointestinal disorder, gastrooesophageal reflux disease, larynx irritation, nausea, haemorrhoids, musculoskeletal pain, pain, tendonitis and adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, adnexa uteri cyst, allergy to metals, amnesia, asthenopia, back pain, dizziness, fatigue, fluid retention, gastrointestinal disorder, gastrooesophageal reflux disease, haemorrhoids, headache, larynx irritation, menorrhagia, musculoskeletal pain, nausea, pain, pelvic pain, rash, tachycardia, tendonitis, visual acuity reduced and weight increased with essure. The reporter considered abdominal pain to be related to essure. The reporter commented: numerous tests by doctors did not find the cause of the problems. She could feel her health state declining starting in 2012 and it seemed to be worse and worse. According to information received via duplicate case: four months after the removal of essure, there was a clear regression of most of the preoperative symptoms (abdominal bloating, lumbar pain, headaches..). The patient was better. Bilateral essure removal on (B)(6) 2018: left and right salpingectomy. Conclusion: fallopian tube of substantially normal histologic structure, no sign of malignancy. Presence of left paratubal cyst was observed. The defective sample was not kept by the department. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy to titanium and nickel. Blood test - on an unknown date: result not provided. Ear, nose and throat examination - on an unknown date: work-up negative. Investigation - on an unknown date: etiological work-up for pain in left iliac fossa was negative. Ultrasound kidney - on an unknown date: result not provided. Ultrasound ovary - on an unknown date: result not provided. Urine analysis - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: information received from attorney via legal department.bilateral essure removal on 12-feb-2018: left and right salpingectomy. Conclusion: fallopian tube of substantially normal histologic structure, no sign of malignancy. Presence of left paratubal cyst was observed. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 23-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 946766) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos for gynecological examination. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), abdominal distension ("constantly swollen abdomen / abdominal bloating"), abdominal pain ("abdominal pain"), allergy to metals ("allergy to titanium and nickel"), rash ("skin rashes on arms, legs and chest"), menorrhagia ("heavy menstrual bleeding"), dizziness ("frequent attacks of dizziness"), fatigue ("fatigue"), visual acuity reduced ("reduced visual acuity"), asthenopia ("increased eye fatigue"), amnesia ("memory loss"), fluid retention ("water retention"), tachycardia ("nocturnal tachycardia"), gastrointestinal disorder ("gastrointestinal disturbances, i.e. Reflux, burning and bile") with gastrointestinal pain, gastrooesophageal reflux disease ("gastrointestinal disturbances, i.e. Reflux, burning and bile"), nausea ("nausea"), haemorrhoids ("haemorrhoids") and pain ("various types of unexplained chronic pain") and was found to have weight increased ("weight gain"), 2 months 16 days after insertion of essure. In 2013, the patient experienced abdominal pain lower ("persistent pain of the left iliac fossa"), headache ("headache"), larynx irritation ("persistent laryngeal irritations potentially associated to gastroesophageal reflux"), musculoskeletal pain ("joint and muscle pain") and tendonitis ("recurrent tendonitis"). The patient was treated with physical therapy (re-education with physiotherapist), surgery (bilateral salpingectomy with resection of the interstitial part taking out essure implants) and infiltrations. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal distension and headache was resolving and the abdominal pain lower, abdominal pain, allergy to metals, rash, menorrhagia, dizziness, fatigue, visual acuity reduced, asthenopia, amnesia, fluid retention, weight increased, tachycardia, gastrointestinal disorder, gastrooesophageal reflux disease, larynx irritation, nausea, haemorrhoids, musculoskeletal pain, pain and tendonitis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, asthenopia, back pain, dizziness, fatigue, fluid retention, gastrointestinal disorder, gastrooesophageal reflux disease, haemorrhoids, headache, larynx irritation, menorrhagia, musculoskeletal pain, nausea, pain, pelvic pain, rash, tachycardia, tendonitis, visual acuity reduced and weight increased with essure. The reporter commented: numerous tests by doctors did not find the cause of the problems. She could feel her health state declining starting in 2012 and it seemed to be worse and worse. According to information received via duplicate case: four months after the removal of essure, there was a clear regression of most of the preoperative symptoms (abdominal bloating, lumbar pain, headaches..). The patient was better. The defective sample was not kept by the department. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy to titanium and nickel. Blood test - on an unknown date: result not provided. Ear, nose and throat examination - on an unknown date: work-up negative. Investigation - on an unknown date: etiological work-up for pain in left iliac fossa was negative. Ultrasound kidney - on an unknown date: result not provided. Ultrasound ovary - on an unknown date: result not provided. Urine analysis - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-jan-2019: information was received from the health authorities that case (B)(4) was identified as a follow-up of this case. Therefore, case (B)(4) was deleted from argus database. New reporter, patient's age, insertion and removal device date, and event outcome were added; intervention required field was ticked. New events added: abdominal bloating, joint and muscle pain, recurrent tendonitis, persistent laryngeal irritations, persistent pain of the left iliac fossa and headaches. The patient was better. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.